Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the nurse checked the endotracheal tube balloon before replacing the nasotracheal tube and found no obvious air leakage. She assisted the doctor to replace the nasotracheal tube under the fiberoptic bronchoscopy and adjusted the balloon pressure to 30mnhg. At 16:00, the mid-shift nurse took over and measured the balloon pressure drop and readjusted it. After that, the balloon was found to be leaking slowly in each shift, and it had to be re-inflated 2-4 times. The next day, they replaced the nasotracheal tube, removed the original nasotracheal, and re-inflated it. The pipeline was replaced and the ventilator-assisted breathing continued.